Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed, exhibited a sensing issue, non-capture and was suspected to have dislodged. The lead was reprogrammed off with plan in place for future lead revision. The lead remains in use. No patient complications have been reported as a result of this event.